Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during a unspecified treatment procedure, a coil encountered resistance. The intended location for treatment was the moderately tortuous internal iliac artery. A 14mm x 30cm interlock encountered resistance at the hub of a 0.021 in non-bsc catheter. The interlock coil was removed and during retraction of the delivery wire, resistance was encountered. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. Analysis of the returned product revealed a broken inner core wire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The introducer sheath was returned with the pusher wire and coil inside the introducer sheath with the arms interlocked and the main coil stretched. A large bend was noted on the proximal end of the pusher wire. Dried, clotted blood was visible on proximal and distal end of introducer sheath. Twist lock appeared to be fully opened. The pusher wire was returned with the interlocking arms of the coil and pusher wire pulled towards the proximal end of the introducer sheath near the twist lock. A break in the introducer sheath was noted at the proximal end of the introducer sheath. Extreme resistance was experienced when attempting to remove the coil from the proximal end of the introducer sheath. The interlocking arms were located just beyond the twist lock. The pusher wire was cut and stretched in error by the investigator when cutting the introducer sheath in an attempt to retract the coil and pusher wire. The introducer sheath was cut at proximal end, and the twist lock was removed, removal was again attempted but friction was experienced. In a third attempt to remove the coil from the introducer sheath, an attempt was made to retract the pusher wire back from the proximal end of the introducer sheath, severe resistance was again experienced and the device could not be removed. The introducer sheath was again cut, at the location of the interlocking arms, and the pusher wire was removed from the introducer sheath. In an effort to remove the coil, the proximal end of the pusher wire was inserted in to the proximal end of the introducer sheath, however, the coil was stuck at the point where the sheath was broken and could not be removed. The introducer sheath was cut at distal end and the coil was removed up to this point, however, the coil could still not be removed. To remove the coil, the introducer sheath was cut at the location of the break, as the break in the introducer sheath had not broken all the way through the sheath. Once the introducer sheath was cut, the coil could be removed. Microscopic inspection revealed the main coil was inspected and severe stretching was visible and on inspection there were 2 large kinks present on the main coil. The first was located at the point where the introducer sheath was broken upon return and the second was located at the point where the investigator had to cut the introducer sheath to remove the coil. The interlocking arm of the main coil was inspected, no damage was noted. The zap tip and interlocking arm of the pusherwire ss coil was inspected and no damage was noted. The ss coil of the pusherwire was stretched and kinked and the inner core wire was broken at the distal end. This is most likely the result of handling damage caused by the investigator in an attempt to remove the device from the introducer sheath, as the pusher wire ss coil was not stretched to this level when returned. The pusher wire and main coil were within device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the micro catheter and guiding catheter, and the micro catheter and any intraluminal device." (B)(4).